Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump found that the pump was in good physical condition. Functional tests included use and delivery accuracy testing. Upon power up of the pump the pump alarms for service due. The pump log clock battery days record indicates that the clock days are due for replacement. The clock battery was replaced as service maintenance. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. Based on the evidence, the clock battery complaint was confirmed and the pump not dosing a complete dose was unable to be confirmed.

Event description:
It was reported that a cadd® cadd-legacy® plus pump was not dosing a complete dose. No patient injury was reported.